Event description:
It was reported that the bladder of a large volume infusor ruptured. This issue was discovered during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h4, h6, h10. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The photographs of the sample did not show evidence of a bladder rupture. The photographs only showed images of the product lot number. Therefore, the report of rupture was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.